Manufacturer narrative:
The device was returned and analyzed. No anomalies were found. It was noted that there was a missing grommet, a grommet was damaged, there was a loose/detached set screw, and a set screw had a rounded socket. The analyst noted that the superior vena cava (svc) set screw was able to be removed from svc block. Concomitant medical products: 305c25 heart valve, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was difficulty tightening the setscrew for either port of the implantable cardioverter defibrillator (ICD). Two devices were attempted. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.